Manufacturer narrative:
This product is not marketed in the us. Device evaluation- lens was returned in liquid, in lens vial. Visual inspection found tears on a haptic, a piece of haptic missing, and debris on the lens surface. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2,-9.50 diopter, implantable collamer lens tore/broke (during injection/delivery into the eye). The lens was removed and exchanged and the problem was resolved.

Manufacturer narrative:
(B)(4).